Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal the proximal end of the stent appears to be bent. No patient injuries or complications occurred.